Event description:
It was reported that the blue sheath was removed but implant device deployed before anything was pushed into meniscus. There was no backup device available to complete the procedure. Significat delay (>30 min). No patient injuries were reported.

Manufacturer narrative:
One 72201492 ultra fast fix reversed curve needle delivery system device returned. The complaint stated: ¿the blue sheath was removed but implant device deployed before anything was pushed into meniscus¿. The blue split protective cannula was not returned. The device had the depth limiter attached and trimmed. The allegation does not align with the return since the t1, t2 and suture were still attached to the delivery needle track. Instructions for use explains manual positioning and stripping off of each anchor for ultra fast fix devices. There is no automatic deployment. Anchor movement is a user controlled function. The needle was visibly bowed and bent. As received, the anchors were not ready for stripping off the distal tip of the needle. Once anchors were advanced, they stripped as expected. Whether temporary or permanent, inadvertent twisting or over flexing of the needle track, may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not bend delivery needle¿. Twist or bend can interfere with advancement and removal of t¿s. Once both anchors were positioned fully forward, they stripped off the needle tip with a gentle tug of the suture. There was no mechanical issue found. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that the blue sheath was removed but implant device deployed before anything was pushed into meniscus. There was no backup device available to complete the procedure. There was a surgical delay greater than 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.